Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. After successfully grasping the leaflets, a clot formed in the left atrial appendage. The grasp was released from the leaflets and the clot started to dissipate. Grasping was performed again, and another clot started to form. Once the grasp was released for a second time, it dissipated again. It was decided not to proceed with the case and the system was removed without incident. There were no averse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.